Event description:
The customer called to report that he was hospitalized for high blood glucose levels with a reading of 500 mg/dl. The customer declined to give further info.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.